Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 2/11/2019. Device returned to manufacturer: yes. Device evaluation: the reported movie of the operation was not returned. The pcb00v lens was received in its original box. The debris or particle in question was returned in a separate bag. Visual inspection using microscope magnification was performed. The material in question was clearly identified as a small white particle. The reported issue was verified on the return. The sample material was sent for analysis. The foreign material in question is consistent with a mixture of abs (acrylonitrile/butadiene/styrene). During sample evaluation, the returned pcb00v unit was disassembled. No broken components, no missing part on/in the plunger or manufacturing defects were observed. No defects at the cartridge component such as rod, nut, upper/lower bodies, that could impair functionality in the device, or lead to debris or particles issues, was identified. The manufacturing data confirms no process deviations. Batch data analysis for production order did not show any process malfunction or rejection issue due to a debris/particle increase. Potential and indirect exposure to that type of material is possible; however, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscope magnification steps that would have identified and discarded a lens with similar particulate or substance. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material was observed when the lens model, pcb00v monofocal iol (intraocular lens) passed through the tip of the cartridge. The foreign material was removed while aspirating with I/a (irrigation/aspiration). Reportedly, the size of the materials was very small. Procedure was completed successfully with the backup lens. There was no patient injury. No additional information provided.